Manufacturer narrative:
(B)(4). Batch # t5cu3e. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If no, please explain. If the stapler did fire was the staple line complete? Was there difficulty opening the jaws of the device? If yes, how was the device removed (anvil release button, red manual knife switch, jaws forced open, cut from tissue, other.) Did the jaws eventually open? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. The device locked during surgery when it was introduced into the patient's belly. The device did not deliver any staples and the surgeon was unable to remove the reload from the device because the jaws were blocked. Not possible to open the device, despite various attempts made. Use of another device no patient consequences, he is doing well.

Event description:
It was reported that the device got jammed and could not cut. Use of another device to complete the procedure. Risk of fistula and bleeding.